Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient sat down she thought her ¿box¿ might have moved or something on the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.